Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to the implant not functioning and fluid loss. Upon removal of the ipp, a hole in the tubing was found. No patient complications were reported.